Manufacturer narrative:
Blocks f10 and h6: device code of 4008 captures the reportable event of mesh torn. Block h10: an investigation of the returned obtryx ii system - halo revealed that two delivery devices were received with the dilators and loops still attached. The mesh was returned in four pieces confirming the reported complaint. One larger piece appeared to contain the whole cauterized section and there was evidence of slight tearing. Based on the tearing seen on this piece of mesh, it is possible that the mesh experienced some excessive force during placement or tensioning. The three smaller pieces showed no deformity or any signs of deformation. The protective sleeves were cut, and the remaining section and the centering tab were not returned. Furthermore, there were no issues noted with loops, dilators, or delivery devices. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirmed that the accepted device met all manufacturing specifications. It is likely that operational factors, such as user handling/technique during advancement, or device tensioning/adjustment, contributed to the mesh experiencing excess force and tearing as reported in the complaint. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during an obtryx ii halo procedure performed on (B)(6), 2019. According to the complainant, while tensioning, the mesh split into two pieces at the end of the procedure. Reportedly, all pieces from both sides of the mesh were removed by using the needle of the obtryx ii device. The procedure was completed with another obtryx ii system - halo. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during an obtryx ii halo procedure performed on (B)(6) 2019. According to the complainant, while tensioning, the mesh split into two pieces at the end of the procedure. Reportedly, all pieces from both sides of the mesh were removed by using the needle of the obtryx ii device. The procedure was completed with another obtryx ii system - halo. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.